Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that minilink or sensor were not working correctly. Customer's blood glucose was 2.4 mmol/l. Customer was advised on effective area for inserting sensor. Customer will monitor and call back should issue persist. No further information provided.